Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient is pregnant while using device against user guide recommendations at the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint sensor device was not returned to dexcom. The transmitter device(9438-01/(B)(4)), used with the complaint sensor device, was returned on (B)(4) 2015. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccurate blood glucose values was not confirmed.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 and confirmed the reported event of inaccurate readings. The transmitter (68gd1) that was used with the device was returned on (B)(6) 2015 for evaluation. A follow-up report will be submitted once the evaluation is complete.